Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus. The blood glucose reading at time of call was 502mg/dl. Troubleshooting was performed. Ran a displacement test and the test failed. The customer stated that he has treated his glucose level with a manual injection. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.